Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. D3, g1, and g2 email is: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's "over temp cannot be adjusted". The customer reported that the potentiometer for overtemp was "defective". No medical intervention required. No patient harm or injury.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that there was no alarm, the led lights were broken and the pcb was damaged. During the functional testing, the pcb was found to be damaged. The pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6),